Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that approximately 3 months ago the patient was admitted into the hospital with symptoms of hemolysis, lactate dehydrogenase (ldh) was 1918. The patient was started on bivalirudin gtt integrilin with minimal decrease of ldh to the 1400's. The patient was listed as status 1a for a heart transplant, but 22 days later the patient's ldh significantly increased to 3027 and she became thermodynamically unstable. The patient was taken to the operating room the following day and her pump was explanted. It was reported that the patient is doing well.

Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.